Event description:
It was reported that on the day the device was replaced, a lead integrity alert was triggered for oversensing on the right ventricular lead. In the following three weeks, the lead was noted to have fluctuating impedance, and non-physiologic sensing was observed on the ventricular electrogram. No oversensing was noted when the patient was examined in-office. On x-ray the lead did not appear to be fully seated in the header. During the replacement procedure, the lead measurements were all within normal limits. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. Product ID: 694765 lead, implanted: (B)(6) 2009; 5076-52 lead implanted: (B)(6) 2009.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.